Event description:
The customer reported that while running a hepatitis surface antigen assay a sample barcode in position c3 was read as misread.summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.